Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses insulet omnipod5 in modified closed loop and experienced polydipsia and vomiting. The cgm was reading 130 mg/dl and the blood glucose reading was 555 mg/dl. The patient went to the emergency room, there he was treated for dka with IV insulin. At the time of the report the same day, inaccuracy continued with bg 355 mg/dl and cgm 97 mg/dl. The patient was treated for 7 hours before discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the time of the report, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.